Manufacturer narrative:
The cylinders involved in this event were returned for analysis. The cylinders were rated as performing within specification. No mechanical failure was noted.

Event description:
A malleable penile prosthesis device was implanted, details were not provided. On (B)(6) 2011, ams was notified that a revision surgery was needed for this pt. On (B)(6) 2011, the entire device was removed and replaced due to a "mechanical failure." No pt complications reported. Ams has requested additional info.